Event description:
According to the reporter during the robot assisted liver resection, there was a damaged part from the reload connection before firing. The product was replaced using the same product from another lot. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: egiaustnd, egiaustnd endogia ultra univ std stap, (lot#:p4d0829), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the robot assisted liver resection, there was damaged to the cartridge connection and the handle before firing. The product was replaced using the same product from another lot. There was no patient injury.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was received attached to the returned handle. The reload had all full complement of staples. The jaw of the reload was open. The adapter was broken. Articulation flag was bent. It was reported that the instrument broke. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur if the loading unit is forcefully rotated while only partially inserted into the instrument shaft or if trying to remove loading unit without articulation lever being in neutral position. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: ensure that the black return knob on the instrument is pulled back completely and the articulation lever is neutral (0° relative) to the instrument. Cycle the instrument to confirm proper loading of the reload. To do so, squeeze the handle once to close the jaws of the reload. Push the black loop handle all of the way forward or pull back on the black return knob and confirm that the reload jaws open fully. Failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Shipping wedge printing ""do not remove until loaded"" do not attempt to insert or remove the instrument from the trocar sleeve if the instrument is in the articulated position. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.